Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Unknown humeral head item# unknown lot# unknown. Unknown humeral stem item# unknown lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that patient had an initial shoulder replacement on unknown date. Subsequently, on unknown date, it was reported by patient that implant failing causing tremendous pain. Due diligence is in process and no further information on the reported event has been provided.